Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A nitrex guide wire was being used and it was reported that piece of the guide wire broke off the distal tip and was retained within the arterial vessel during angio procedure of the lower extremity. Physician determined that there was no way to remove the fragment and it was safe to leave within the vessel. Patient was discharged home next day and will be followed up for normal post surgical monitoring. No further patient injury reported.